Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The reported condition will not open/close can be confirmed. The actual complaint device was visually inspected for any gross visual defects that would contribute to this condition. It was observed that the jaw to shaft pin was loose on one side, making the connection of the upper jaw to the shaft loose and able to be pushed laterally. This type of defect is typically observed when the user grasps tissue within the jaws of the device, and then excessively twists or leverages the device causing rotational strain on the upper jaw. Therefore it is one possible root cause for the reported failure. However,the reported pin on the jaw appears to be missing cannot be confirmed upon visual inspection. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy procedure when pressing the trigger on their expressew iii suture passer with hook to close the jaw, the jaw will not pop back open when releasing the trigger. The sales rep stated that the little pin on the jaw appears to be missing and did not know when the pin went missing. The procedure was completed but the sales rep did not no how. There was no patient harm. The sales rep did not know if there was a surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.